Manufacturer narrative:
A thorough investigation was performed to identify the cause of the reported issue. It was determined that this was software related. Any actions needed to resolve this issue will be considered for development and implemented in future software updates.

Event description:
It was reported a customer¿s ultrasound system was not available during a critical procedure. The epiq 7c ultrasound system was being used for an open-heart study when the system displayed an error. The customer could not restart the system successfully and a replacement system was required to complete the exam. There was no patient or user harm associated with this event. Philips has started an investigation, and a follow-up report will be submitted upon completion.